Manufacturer narrative:
Attempted to submit via FDA esg on 24feb2024, but received the message "secure connection failed" on multiple web browsers.

Event description:
The following has been reported: error 51 - buzzer error. Fault diagnosed in power board. After the replacment of power board, the device is functional and safe to operate. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.